Event description:
It was reported that during insertion of the introducer sheath, difficulty was encountered advancing it into the right iliac. Upon removal, excessive force was required and the sheath became lodged and stretched. At this point, the sheath body separated from the hub. Bleeding was noted and the patient was taken to the or for a cut-down to remove the sheath body. There were no additional patient complications. The patient had a large amount of scar tissue from previous procedures, which probably contributed to the difficulty experienced.